Event description:
Issue was reported by the customer through an email to cts. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.